Event description:
It was reported that 2.5mm coupler rings fell out of the winged jaw assembly. No further details are available.

Manufacturer narrative:
The coupler device involved in the incident was not returned for evaluation, and therefore functional testing could not be performed. A review of the device history record was not possible since the lot number was unavailable.